Event description:
It was reported per field service report: pump was on pt. Symptom - tried changing the helium tank three times and the intra-aortic balloon (iabp) still leaks. Findings/actions taken: biomed performed leak test and found a defective helium regulator. Helium regulator replaced and the iabp passed functional testing. Additional info received from the field service rep on 5/12/2010 stated "the pump was replaced with another pump. There were no pt issues. The part will be sent back to everett."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.